Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to trace of moisture damaged on lcd board per visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported getting into the pool while connected to the insulin pump prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.